Manufacturer narrative:
(B)(4). This is a report of a se2240 which was the result of a use error, where the patient was not connected when therapy was initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm during dwell three of five, patient was connected. The patient stated they had initiated therapy before connecting. The technical service representative advised the patient to start over with all new supplies. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.